Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On 04 dec 2007, the sales representative reported that the surgeon performed a second revision surgery for two screws that were backing out on the left side of the construct. The patient complained of pain in the neck and jaw. The sales representative reported, that the other three levels had fused. The surgeon performed a posterior fusion and went up a level from where the screws had backed out on the anterior side. There was no reported injury to the patient.